Event description:
Customer reported device = 579 mg/dl. Customer took insulin and then went to the hospital. No lab was performed. Unknown device at the hospital = 449 mg/dl. No controls were used. A request was made for return product and replacement product was sent.